Event description:
It was reported that while in use on a patient, the "low battery" light of the external pulse generator (epg) came on and the battery was replaced. However, soon after disconnecting the battery case, the epg powered down in two-three seconds. The epg was sent to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found no anomalies. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).